Manufacturer narrative:
January 22, 2010. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to symphony/rhapsody pacemaker models approved (B)(4). Review of the electronic data and files received. Conclusion: aida files contain several information showing that this patient had a lot of atrial arrhythmias near the incident date. Criteria triggering the switch from aai to ddd, or from aai to ddi, were never met. Therefore, the absence of switch to ddd/ddi under these conditions is within device specifications.

Event description:
The pacemaker involved in this MDR report was implanted on (B)(6) 2008. Pacing mode was ddd (as shipped parameters). During the first follow-up visit performed on (B)(6) 2008, the pacemaker was reprogrammed with safer mode. Normal sensing and pacing values were measured on both channels. On (B)(6) 2008, the patient came for an unscheduled follow-up because bradycardia (50min-1) was observed through a blood pressure monitor exam. External ECG confirmed a low rate (43min-1) (idio) ventricular rhythm, whereas atrial rhythm was observed at 80min-1 and showed some premature atrial contractions (pacs). Statistics confirmed the rate decrease down to 45min-1. Subsequent atrial run episodes recorded nightly also showed low ventricular rhythm (40min-1), although basic rate was programmed to 60min-1. The physician decided to reprogram the pacemaker in ddd mode, solving the problem. Analysis of a specific egm strip event was also requested.